Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of a divergence between atellica im enhanced estradiol (ee2) initial and repeat results during a lookback evaluation. The customer observed a difference in calibration and quality control (qc) performance on atellica im analyzer serial number (B)(4) compared to the performance of a new calibration and qc testing. This prompted the customer to perform a lookback evaluation on 55 patient samples that had been tested between the calibration events. Although there was a difference in calibration and qc performance, all results were within acceptance criteria. It was not possible to carry out a pre-analytical analysis of the samples. Software and/or hardware failure was not found to justify the reported discrepancies. The expected results section of the instructions for use states, "as with all in vitro diagnostic assays, each laboratory should determine its own reference interval for the diagnostic evaluation of patient results. Consider these values as guidance only." Siemens is investigating. MDR 1219913-2022-00134 was filed for the same incident.

Event description:
A customer performed a lookback of patient results that had been previously tested using atellica im (s/n ih00452) enhanced estradiol (ee2) lot 082. The customer observed a divergence between the initial and repeat results for three samples. The repeat results were performed on a different analyzer on a different day than the initial testing. The initial results were provided to the physician(s) but were not questioned. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant estradiol results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00133 initial report on 2022-05-06. Additional information - 2022-06-30. Siemens has completed the investigation for an outside of the united states (ous) customer observation of falsely elevated patient results on atellica im enhanced estradiol (ee2), lot 082. Patient samples were repeated after noticing a negative control bias with quality control (qc). Patient samples initially tested between 2022-02-02 and 2022-02-06 were repeated after the customer discovered the negative qc bias. These samples were repeated on a different atellica im analyzer and some samples were identified as being discordant. These repeat results demonstrated a positive bias compared to the initial results; this behavior was opposite of the control behavior. The low qc points were obtained on two different atellica im ee2 reagent packs and used a calibration performed on 2022-01-19. Siemens's review of atellica im (serial number (B)(6)) auto check data showed a low secondary vacuum during the time of this event but has since seen improvement. Recalibration performed on (B)(6) 2022 showed slightly lower relative light units (rlu's) and qc was within insert and peer ranges. The atellica im ee2 qc has been monitored and is consistently recovering within range. The customer has no further concerns with ee2 assay performance on atellica im analyzer (B)(6). Pre-analytical factors could not be ruled out as the potential cause of the event. Based on the available information, atellica im ee2 lot 082 is performing as intended. No product performance issue has been identified. Customer is operational. MDR 1219913-2022-00134 supplemental 1 report was filed for the same incident.